Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. No button error alarm and no scrolling numbers display anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer received a button error alarm on the insulin pump during bolus delivery attempt and the buttons were scrolling continuously. No significant events leading up to the alarm were recalled. The customer's blood glucose was 218 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.